Event description:
It was reported that the device was in use with patient for home infusion of life-sustaining drug (drug name not provided) for treatment of pulmonary arterial hypertension. The reporter stated the device "malfunctioned" and the device was replaced. No adverse effects to patient were reported.